Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Therapy date is estimated.

Event description:
Product manufacturer reference number: 1627487-2019-11824, 1627487-2019-11825, and 1627487-2019-11826. It was reported that the patient is experiencing pain at the ipg site. As a result, surgical intervention may take place.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg pocket was relocated on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.